Event description:
The customer received a blood glucose reading of 149mg/dl on the breeze2 using expired strips. He injected regular insulin and ultimately went into a coma. An ambulance was called. When the emt ran a blood test on the customer it was 27mg/dl. Treatment was not discussed. Customer received a new kit from the pharmacy.